Event description:
It was reported that the device was contaminated. The 80% stenosed target lesion was located in the carotid bifurcation. A 190cm filterwire ez was selected for use. During preparation, it was noted that the package seal of the device was compromised. The procedure was completed with another of the same device. No patient complications were noted and the patient status was stable.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. Visual inspection was performed. The wire returned inside the delivery sheath and the filter bag came back undeployed. It is possible to observe the spring tip is bent, curvy and stretched. Also, the wire was kinked and exposed through the sheath slit. The device was received without the original pouch and the filter was outside the hoop protector. Microscopic inspection was performed. Under microscope was observed that the spring tip is bent, curvy and stretched.

Event description:
It was reported that the device was contaminated. The 80% stenosed target lesion was located in the carotid bifurcation. A 190cm filterwire ez was selected for use. During preparation, it was noted that the package seal of the device was compromised. The procedure was completed with another of the same device. No patient complications were noted and the patient status was stable.